Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿open reduction and internal fixation and cement-in-cement revision for selected vancouver b proximal femur periprosthetic fractures¿ written by cathal j. Mccarthy, mb, mch, mrcsi, joss moore, mb, mch, frcs, lauren tiedt, mb, mch, and finbarr condon, mb, mch, frcs published in arthroplasty today on november 16, 2022 was reviewed. The purpose of the article was to describe a c-in-c technique where a well-fixed cement mantle may be used, with the insertion of a smaller stem than the original, without needing to modify the original cement mantle in any way. The advantages of this allow for a shorter operative time, reduction of iatrogenic femoral fracture risk, and reduction in blood loss. 20 hips that sustained a periprosthetic fracture were involved in the study. 19 of the hips were competitor stems and 1 hip was implanted with a charnley stem. There was no mention of acetabular cup/liners involved. All femoral stems placed at revision for the fractures were competitor stems. Adverse events involving charnley stem: 1 hip sustained a periprosthetic fracture and underwent a revision for treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.